Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient has been in the hospital times since (B)(6) 2015 with dka. This report is to document the third hospitalization. This complaint is being reported as the pump was not able to be eliminated as a cause/contributor to the dka.